Event description:
It was reported by the customer that the foleys he received in this order were damaged, causing leakage. He already used 2 out of the 3. Sent an email to have customer service call back. No additional information provided. It's unclear if troubleshooting was provided. (Prepping and placement tips shared)

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.